Manufacturer narrative:
According to the facility, the device allegedly shocked the nurse. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility, the device allegedly shocked the nurse.